Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and found that the impedance was out of range. The fse replaced the speaker, successfully performed functional testing with positive results, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 5021 "speaker test" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 5021 "speaker test" error occurred. The remote service engineer (rse) found that the replacement speaker needed to be ordered for onsite repair. This investigation is ongoing.